Manufacturer narrative:
Apoc incident # (B)(4). Product# 04p75-01, serial# (B)(4), mfg date: 11/15/2016. Analyzer being requested for investigation. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(4) 2019, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges and I-stat1 analyzer sn (B)(4) that yielded suspected discrepant sodium, po2 and so2 results on a neonate patient. The customer also stated that the analyzer (sn (B)(4)) used during the event. There was no patient information available at the time of this report. I-stat1 sn (B)(4) is being replaced and returning for investigation. It is unknown at this time if cartridges are being returned for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. There was no patient information. The customer states that the blood sample was collected from heel puncture in the interval of 20 - 30 minutes & ran on two different cartridge. The investigation is underway.

Manufacturer narrative:
Apoc incident #(B)(4). The investigation was completed on 05/09/2019. The customer reported that analyzer s/n 391695 displayed starouts and produced unexpected patient results for po2 and s02 when running cg8+ cartridge lot w18333. The customer complaint was not reproduced. A rocketware search spanning six months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/06/2019. A review of the device history record confirmed the lot passed finished goods release criteria. Retain cartridge testing met the acceptance criteria found in q04.01.003 rev. Ad, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for lot w18333.